Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient experienced a blood glucose (bg) value in the range of 28.8mmol/l to 31.8mmol/l with large ketones. The reporter stated that the pump emitted a "replace battery" and a "low cartridge" alarm. The battery was reportedly replaced and the pump rebooted. It was noted that the pump was vibrating and the screen was blank. The pump reportedly was "dead" for 40 minutes and then the pump powered back on. The reporter denied damage to the pump. There was reportedly no moisture noted. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and due to the allegation that there was a power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box review shows a power on reset event on the reported failure date. Pump powers ¿on¿ and displays ¿verify¿ screen, pump booted with ¿low battery ¿warning. Inspection shows moisture corrosion in the battery compartment on the terminal. Pump was leak tested and concluded a battery compartment leak. Battery compartment and battery cap are intact, cap contacts measurements were within specification. The battery cap was tightened and then unscrewed ½ turn, pump lost power, reported "intermittent power¿ was duplicated. The battery terminal was cleaned, pump booted with no alarms and was exercised for 24, no further alarms or reboots occurred. Pump was opened, no further moisture ingress was found inside the pump. No intermittent condition was found to the power circuit or flex.

Manufacturer narrative:
The reported outcome of event check box was inadvertently missed. Outcomes attributed to adverse event.